Event description:
It was reported that a user¿s pump was not receiving dexcom g7 readings, and the user had not entered the sensor pairing code in the ilet, after which support guided entry of the correct code and initiated the sensor warm-up. Symptoms included no glucose data display on the pump. Outcomes included restoration of data acquisition after education and troubleshooting, with no alerts, alarms, or medical intervention. Investigation included user interview and guided device setup steps. Investigation of this case revealed user error related to pairing workflow and sensor type selection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.